Event description:
It was identified that there was an error with the supine pelvic tilt measurement which has resulted in the ops acetabular guide being manufactured with the incorrect orientation.

Manufacturer narrative:
Resubmission of as a follow up -1 to 2916784-2017-00001. Additional information, including a post-operative a-p pelvic x-ray were obtained for this patient in order to measure the acetabular cup orientation to determine whether there has been any impact to the patient. It was found a deviation of approx 10° in acetabular cup inclination. There is no evidence that further intervention has been required for this patient. It was found that the cause of the incorrect orientation was multifactorials including pre-populated working template and lagging of the system. To reduce the risk of reoccurrence of this event the calculator script is updated to introduce error handling notification. Based on this, optimized ortho now consider this case closed. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.